Event description:
Elderly pt was having a barium swallow and he was placed into the fluoro chair by the radiologic tech. The tech secured the equipment and then placed the pt in the fluoro chair for the procedure. Pt was securely strapped in the chair. As the table was being moved to the upright position the chair began to slide forward. The tech caught the pt and was assisted by the speech pathologist who was in the room. The chair and the footboard were immediately examined by a clinical engineering tech and a svc tech. It was determined that the chair had somehow been moved out of the proper position and then unlocked the footboard interlocks to the radiology table. This caused the chair and footboard to slide. The MFR was notified and rptr was instructed that they no longer carried parts for this type of chair. Since a lock was bent on the chair rptr then referred to a co for replacement parts for the chair. The chair was repaired by the clinical engineering dept and placed back in svc. Prior to putting back into svc the radiology dept was inserviced on taking precautions to avert any similar type occurrences with what may be a design defect in that chair.